Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator recorded a red alert due to right ventricular (rv) pacing impedance out-of-range, although, no exact measurement was noticed. Technical services reviewed the case and could not find any measurements as well. No evidence of noise presented. Further evaluation will be performed remotely. Attempts to obtain additional information were unsuccessful, no further information was known. This rv lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).